Event description:
It was reported that post rx acculink stenting procedure in the left internal carotid artery with heavy calcification, the patient experienced a stroke. MRI showed ischemia damage in the middle cerebral artery. There was no reported treatment provided. The patient's condition is continuing but clearly improved. The patient was discharged home two days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink. Other: bivalirudin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.